Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and failed as there was no voltage. Share log data was not available for review. The reported allegation of loss of connection was undetermined as the allegation was not found. No additional event or patient information is available.